Event description:
It was reported that a patient had a stroke. The reporter stated that the patient had the second (left) side of deep brain stimulation device implanted on (B)(6)-2012. It was reported that the patient was supposed to have the batteries implanted on (B)(6), but the doctor postponed putting the batteries in "because the patient was weak." The reporter stated that patient had a stroke and was in the intensive care unit. It was unclear if the stroke occurred during the surgery or afterwards. It was noted that medical intervention was required. Additional information has been requested but was not available as of the date of this report.

Event description:
The health care provider confirmed that the patient had a stroke the day after his procedure. The cause of the stroke was unknown but he was doing well now.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3387s-40, lot# va0214q, implanted: 2012-(B)(6), product type lead, (B)(4).